Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies in drawers 1.1 and 1.2 were failed to detect on bus, which led to additional drawer failures. The customer tried to recover the storage space and the failed drawers but displayed error message as required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found an issue with auxiliary drawer 1.1 and examined the back panel. The fse removed the drawer and inspected the retractor band, noting a possible rub mark on the band. The fse adjusted the retractor band, reseated all connections, and ran the hardware testing application. The customer was able to complete an inventory without any issues. The system functioned as intended after the field service engineer repaired the device.